Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient had pinnacle hips surgically put in to replace normal hips in 2003 and 2005. In 2016 and 2017 those hips were revised due to high metal content in blood of cobalt and chromium. Patient has been given the information to receive the us settlement claim but it was for asr and not pinnacle. Left hip.